Event description:
This is the second of two reports regarding the neuro balloon catheter (same reporter, same product problem, different incidents, different surgeons). It was reported that when performing a third ventriculostomy, the tip bent and the neuro balloon catheter was discarded. A second neuro balloon catheter was opened and it bent again. The procedure was still completed successfully using the second neuroballoon catheter. There was patient contact but no patient injury or death alleged. The event led to a 15 minute increase in surgery time. Additional information has been requested but to date, no new information has been provided.

Manufacturer narrative:
The devices involved in the reported incident are not expected to be received for evaluation. An investigation has been initiated based upon the reported information.